Manufacturer narrative:
A review of the image associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and the proximal clevis appears to have dislodged where it meets the main tube. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 50.15" from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to this broken main tube show damage. Additional observation(s) not reported by site: the instrument was found to have the proximal clevis and all other distal end components cut off and not returned with the instrument. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the proximal clevis and the main tube being broken. The instrument was not fully functional. The dislodged proximal clevis is typically caused by excessive side loading on the instrument. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end and a broken pitch cable at the distal end. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, cadiere forceps was broken at the joint point. The procedure was completed as planned with no reported injury.